Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise leading to pacing inhibition. There was also high out of range pacing impedance measurements of greater than 3000 ohms during an in clinic device interrogation by the clinic. The clinic reprogrammed the lead to unipolar configuration at that time and scheduled the patient for a revision procedure. The field representative reviewed stored data and found a possible ra lead issue. During the revision procedure lead insulation damage was noted. The ra lead was surgically abandoned. The patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) during the same procedure. No additional adverse patient effects were reported.